Event description:
Rec'd medwatch related to this incident, which states that a pt had ice pack leak into right eye. The pt was sent to emergency room for eval. Spoke with director of nursing, who stated the pt sustained a right corneal abrasion as a result of the incident.